Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submittedd if the device is received. Device not returned.

Event description:
It was reported that a power source alert occurred when the customer plugged the pump into a computer usb port. Additionally, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 219 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also indicated that manual injection supplies were available.